Event description:
During the preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device did not power up. No other details regarding the nature of the event were provided. There were no reported consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.